Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a small pneumothorax. Per the physician, the right middle lobe and location of the lesion was more prone to pneumothoraces. The physician reported that the patient was admitted to the hospital due to the pneumothorax and chest pain. It is unknown if a chest tube was placed and how long the patient was hospitalized. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.